Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the pump was replaced and the catheter was partially explanted and replaced on 2014-(B)(6) because of a kink at an unknown location. It was reported the patient had flu like symptoms, so the health care provider (hcp) performed a dye study and found the kink. It was noted the drug was removed and replaced by saline. The patient status was noted as alive with no injury.the drug delivered previously in the pump was unknown. Additional information reported the pump delivered morphine prior to the saline. It was noted the pump was removed per the hcp¿s decision. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.